Event description:
A customer reported obtaining an error 6 message on their precision xtra meter and that the meter displayed the incorrect date and time. It was reported that while at home in 2008, the customer suffered a hypoglycemic event and lost consciousness. The customer's wife treated him with glucose tablets and gave him something to eat, which relieved the symptoms. The paramedics were not called and the customer was not taken to a local hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A f/u report will be submitted when the investigation is complete.